Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tubing of a 5f mynxgrip vascular closure device (vcd) was missing. The balloon had to be deflated and manual pressure was applied. Patient was fine. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
As reported, the white advancer tubing of a 5f mynxgrip vascular closure device (vcd) was missing. The balloon had to be deflated and manual pressure was applied. The patient was fine. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2303001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube, may have contributed to the reported evet. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.